Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder cut a few branches then stopped working. No energy was being delivered to cauterize the branches. The hemopro d.c. Extension cable was changed without success. A replacement hemopro kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assemblies (cutter wire) on the hot jaw were clean and appeared to be undamaged. The cold jaw boot showed little sign of thermal damage on the serrated surface of the jaw. The device was connected to a reference power supply, and was repeatedly turned on and off, while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the (closed) hemopro jaws, it was concluded that the device was functioning properly. The reported failure was not confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.